Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the ok keypad button was at times hyper-responsive and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. The up arrow and contrast keypad buttons were intermittently responsive during testing. The down arrow and ok buttons responded appropriately. The original complaint of the ok button's hyper-sensitivity was not duplicated. There was evidence of contamination found under all keypad button contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).